Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient sometimes feels a tingling sensation in his chest that moves up his neck. Patient is seeing a cardiologist to rule out any heart issue. Impedance check will be done in the near future to see if it shows any issues with the lead. Patient is also going to follow up with managing provider for some programming since it¿s been over a year since he was last programmed. Additional information was received from the manufacturer representative that impedance were checked and were all within normal limits. Patient states that it felt more like a chill that starts in the center of his chest and works it¿s way up to his head. It is unknown if it is related to the deep brain stimulation or not. No further information or trouble shooting at this time.